Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a failed battery test alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump alarmed motor error during bolus delivery and did not resolve even after the battery has been changed. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer also reported to have received failed battery test alarm and troubleshooting was not completed. Customer also reported that the battery does not last long. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump monitored for several days. Unit received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarm noted. Motor passed motor test. No unexpected failed battery alarm anomalies noted. No unexpected low battery alarm anomalies noted. Pump received with minor scratched lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.